Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2 d11 lot number for the ssd was updated to: s3z6nw0k701965w h3 analysis was completed and it was noted that the returned ssd is defective as it will not log into stealth. When attempting to do so, a blank/black screen appears and you are unable to bypass it. Able to log into admin, without issue. H610,180,4307 are associated with part return and analysis complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735999, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The bulkhead and solid state drive were replaced. The system passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the site was unable to transfer imaging system exams to navigation system. Another navigation system at the site would receive the same exams. The site was also unable to transfer images from picture archiving and communication system (pacs). They bypassed the bulkhead straight into the network isolator and tried a new ethernet cable, but no resolution. They re-seated the connections from isolator to network router and to the computer, but no resolution. Self test showed all green communication and firmware status with no red status on any components. They swapped the solid state drives (ssds) from a good navigation system to the navigation system that was having issues and the issue still was not resolved. When going into an imaging system procedure with both ssds the imaging system connection would be green. Troubleshooting was performed. The manufacturer representatives at the site swapped the network router from navigation system 1 (functioning navigation system) to navigation system 2 (unable to transfer images). When they swapped the network router, they were unable to transfer exams still. It was confirmed that connections were in the proper place, but no resolution. The router was swapped back to navigation system 1 and the same exams transferred to that navigation system. They uninstalled the application and received an error during uninstall that said "there has been an error. The application will exit now". They logged out of stealth admin and got the grub menu. The issue was fixed and they were able to get back into stealth admin. They tried to install the application and it stated an error occurred during installation. No patient present.